Manufacturer narrative:
Olympus (B)(4) made the following suggestions about reprocessing of the subject device to the user facility; when cleaning the channels, move the brush back and forth and brush vigorously instead of passing the brush straight through. When flushing the channels, fill the channels with the correct dilution and soak the subject device for 10 mins instead of 2 mins. When reprocessing the subject device in the aer soluscope, run the sterilization cycle instead of the high level disinfection cycle. When placing the subject device in to the drying cabinet, ensure the connectors for the drying cabinet are dry before connecting to the subject device. The user facility reprocessed the device in accordance with the suggestions and the microbiological test. The microbiological test on the device came back negative after the user reprocessed the device in accordance with the suggestions. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Another culture test on the device performed by the customer came back negative. This information suggests that insufficient reprocessing on the device or device contamination during the culture test might have caused the reported event. If additional information becomes available, this report will be supplemented.